Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient called to report an event of left sided deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified a wear abrasion, crease fold, brown particles in the shell and one linear opening on the posterior. Leak test and microscopic analysis was performed which identified one sharp opening on the posterior. A dimensional measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening.

Event description:
Patient called to report an event of left sided deflation. Device has been explanted.